Event description:
It was reported that the right atrial (ra) lead exhibited low impedance and was revealed to have insulation damage. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.